Event description:
According to the reporter, intra-operatively in a colectomy procedure, during stapling on the bowel, the device had a poor staple formation, the surgeon was firing over another staple line, and it became a little difficult to fire and the tissue started to push out of the tip causing an incomplete staple line. Also there was an unanticipated tissue loss and a tissue damaged due to the event. They had to take some more tissue to rectify the issue. The surgery was extended for an hour. They opened a new device to complete the case and resolve the issue. The malformed staple line was removed and a new staple line was placed. The patient was alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the stapler noted no abnormalities. The unit fired properly with acceptable staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.